Event description:
It was reported that an electrosurgical unit (esu/generator) was used in a colonoscopy to remove a large polyp. The colon wall was perforated. Surgical intervention was performed to address the issue.

Manufacturer narrative:
The esu has been deemed by the account to be functioning as intended. It was tested at the hospital using erbe's output matrix and found to be within specifications. Therefore the generator was put back into service and was not returned to erbe for an evaluation. Also, upon reviewing the device history record (DHR) of the involved device, there were no anomalies. In conclusion, no equipment problem was found that would have caused or contributed to the reported event. The complication is not a typical for the procedure. Furthermore, it was reported that the wrong footswitch pedal may have been depressed during the incident. However, no conclusive determination could be made as to the cause of the event. No trends were identified with the reported situation. No further training was considered necessary at this time by the customer. Erbe USA, inc. Is now closing the file on this incident.